Event description:
It was reported that the patient experienced a lack of therapeutic effect following a fall. The patient fell on the ice 2 weeks ago and now it feels like the implant has moved in the neurostimulator pocket site. Further information is being requested from the hcp.